Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl. The cause of elevated bg was unknown. The customer delivered a correction bolus and a manual injection of insulin prior to going to the ER in an attempt to treat bg. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.